Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an implant procedure, undersensing and loss of capture were observed on the right atrial (ra) lead. After multiple repositioning attempts to achieve better electrical measurements, the helix of the ra lead was unable to be extended. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to extend the lead helix was confirmed. A visual examination of the lead revealed the helix was retracted and clogged with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix was able to successfully extend and retract. The measured full helix extension length was within required performance specifications. The reported events of undersensing and loss of capture were not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood and tissue.